Manufacturer narrative:
(B)(4). The unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event of the generators bipolar function working under the monopolar function, causing a pt burn. The reported condition was not confirmed. The product tested within normal parameters according to the testing standards. All testing found the generator functions normally.

Event description:
The customer reported that during an excision of a ranula procedure the generator's bipolar function was working under the monopolar function. As a result the pt received a burn on their lip. The burn was a third degree burn that was treated with ointment. The pencil is a non-covidien device.